Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that they needed MRI scan eligibility if leads were to be removed but ins was still implanted.  The rep explained that they met the pt for a follow-up appointment on (B)(6) 2021, and was notified at that time that the patient had a possible infection. Caller states pt will have an exploratory surgery next week to open up the area and determine if it just needs to be cleaned out and re-stitched or if component removal is necessary. Rep stated the infection was possibly related to the implanted neurostimulator (ins) because the patient had an area where one stitch from the implant surgery did not fully close and there is "oozing" out of the area.  The rep saw the patient at the hcp sometime the week of (B)(6) 2021, and this is when it was noticed that the area was not healing properly, however, the rep was just notified on (B)(6) 2021 though.  No device issues were reported.

Event description:
Patient was found to have infection at lead site incision and physician explanted lead and anchor and plugged battery ports. Patient will be scheduled at later date for lead placement when infection is completely cleared and healed.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, product type: lead. Product ID: 97792, product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.